Event description:
It was reported that log files were submitted for evaluation concerning driveline fault alarms on (B)(6) 2021 and twice on (B)(6) 2021. No pump stops or other significant alarms occurred. It was noted that the patient had been on an ungrounded cable since (B)(6) 2018 for chronic short to shield (sts). Log file analysis confirmed the events and it was recommended that x-rays of the driveline be obtained for further evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related MFR concerning prior short to shield: 2916596-2018-03670.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from (B)(6) 2021 20:06:27 through (B)(6) 2021 11:32:07, per the timestamps. A total of three, silenced driveline fault alarms were captured on (B)(6) 2021 and (B)(6) 2021. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to battery power. Electrical continuity data recorded in the submitted log file during the driveline fault alarms showed that the values for phase 3 were significantly lower than the values for phases 1 and 2, suggesting a potential wire conductor breakdown issue within phase 3 (red and orange wires). No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02may2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related MFR concerning prior short to shield: 2916596-2018-03670.

Event description:
It was reported that log files were submitted for evaluation concerning driveline fault alarms on (B)(6) 2021 and twice on (B)(6) 2021. No pump stops or other significant alarms occurred. It was noted that the patient had been on an ungrounded cable since (B)(6) 2018 for chronic short to shield (sts). Log file analysis confirmed the events and it was recommended that x-rays of the driveline be obtained for further evaluation.